Event description:
Customer reported a safety concern regarding the secondary infusion set. This was a near miss and noticed prior to hanging on the patient, but the tip of the secondary infusion set spike broke off and was floating in the antibiotic.